Manufacturer narrative:
The run data file (rdf) was analyzed for this event. Analysis of the rdf showed that in total 8 ¿draw pressure too low¿, alerts with pausing of the pumps and a total of 138 ¿draw pressure too low¿, alerts with automatic slowing of the pumps occurred throughout the procedure. Prior events have shown numerous access alerts throughout the procedure that pause or stop the pumps can disrupt the steady state of the leukocyte reduction chamber (lrs), possibly causing some wbcs to escape. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Analysis of the run data files showed that in total 8 ¿draw pressure too low¿ alerts with pausing of the pumps and a total of 138 ¿draw pressure too low¿ alerts with automatic slowing of the pumps occurred throughout the procedure. Experience has shown numerous access alerts throughout the procedure that pause or stop the pumps can disrupt the steady state of the lrs chamber, possibly causing some wbcs to escape.